Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed. The field service engineer replaced the position sensor, pyxibus module controller board, and drawer control board. A hardware test application test initially showed a drawer control board error, which was postponed for parts. The customer verified the issue and identified a broken retractor band. All connections were reseated with no change. The fse suspected a faulty retractor band or drawer board. The retractor was replaced, and the drawer was tested with no further issues. The user verified proper operation through inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.